Event description:
Customer called to say that the last box iv3000 dressings are completely coming off of his daughter, no matter if they get wet or not. They apply the iv3000 dressing under the infusion set and often within 4-6 hours, the dressing can be completely off along with the infusion set. This is the first time this has happened to his daughter. Blood sugar increased to 220 for a few hrs. Gave insulin bolus, and last reported condition of pt was "great".

Manufacturer narrative:
Received report of event on 6/26/08 at which time it was noted that samples would be submitted for investigation; as of 7/23/08 no samples had been received and a follow-up request for samples is being made. Investigation results will be submitted in a supplement report.